Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented prior to an implant procedure. The guidewire was attempted to be advanced on the left ventricular lead before touching the patient, but could not due to an obstructed passage in the lumen. The physician replaced the lead and completed the procedure. The patient experienced no adverse consequences.

Manufacturer narrative:
A partial connector portion of the lead was returned in one piece measuring 86.1 cm for the reported event of guidewire could not be advanced. Visual examination found the inner coil kinked at 82.8 cm and 83.8 cm from the connector pin and no other anomalies asides from procedural damage. No internal shorts or conductor fractures were noted. A guidewire could be fully inserted into the entire lead without difficulty. The reported event could not be confirmed.